Event description:
During device replacement due to normal eri, the hex wrench became stuck in the set screw of the replacement device. The event was resolved by replacing the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of torque wrench got stuck with the setscrew was confirmed. The pacemaker was received in normal working condition. The torque wrench was also returned with the lv setscrew stuck on its tip. Analysis found the lv setscrew inset was stripped and damaged by the torque wrench being incorrectly inserted by the user, resulting in the setscrew lodging in the torque wrench tip. No anomalies were found that would result in the problem of tightening the setscrew. Electrical and mechanical tests indicated normal pacer functionality. Testing was performed on the device header, and the setscrews able to be tightened securely onto the connectors when hex wrench was correctly inserted. There were no device anomalies found that would have contributed to the problem reported from the field.